Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of her son alleging that one touch ultralink meter read inaccurately high. The reporter indicated that the alleged issue started on (B) (6), 2010, at 10:00 am. The reporter reported a meter reading of "453 mg/dl." She also reported a result of "459 mg/dl" obtained at "10:22." On (B) (6), 2010, at 2:36 pm, the patient took an increased dose of insulin. The patient took 2.6 units of humalog insulin. The next day at 7:00 am, the reporter claimed that the patient developed symptoms of not being able to get up, dizzy spells, and staring straight ahead. At 7:10 am, the reporter treated the patient with orange juice and called 911. At 7:30 am, "1st responders" tested the patient's blood glucose with an unidentified device and got "119-123 mg/dl." At 7:40 am, paramedics tested the patient's blood glucose with an emergency medical services (ems) meter and got "121 mg/dl." Within 20 minutes, the patient's blood glucose was also tested on the reported meter and a result of "267 mg/dl" was obtained. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, if he tested his blood glucose while feeling low, what his last meter reading was prior to developing the symptoms, and what actions he took prior to the symptoms starting. In addition, it would have been helpful to know what treatment (if any) the patient received from the "1st responders" or paramedics. The reporter performed a control solution test that passed. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion; the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia and was treated with orange juice a day after the alleged issue began.